Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history records will not be reviewed as part of this investigation because it was determined that there was no problem with the devices and the reported issue was attributed to the patient's condition. No problems were found with the devices and it was determined the root cause of the reported issue is attributed to the patient condition. Per hcp review, the patient's complications are ongoing as a result of the initial injury causing patient anatomy issues (bone overgrowth) which is then leading to pain and issues with motion. There does not appear to be any complications with the device which is being considered for revision after serving its intended purpose. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00095. Concomitant medical products tmj system right standard mandibular component 50mm / 9 hole, part# 24-6550, lot# 907260d unknown mandible screw, part# ni, lot# ni unknown fossa screw, part# ni, lot# ni. Reporter: patient

Event description:
It was reported the patient underwent a procedure to remove heterotopic bone growth one (1) year following implantation of temporomandibular joint implants on the right side due to pain, heterotopic ossification and closed lock jaw. It was reported that the patient is attending a follow up appointment to discuss the possibility of a revision to receive custom temporomandibular joint implants two (2) years following implantation of temporomandibular joint implants on the right side. It was reported that no further information is available.